Manufacturer narrative:
As reported, post implant of phasix st mesh, the patient developed a fistula. Fistula formation is a known inherent risk of surgery and is listed in the adverse reactions section of the instructions-for-use, supplied with the device, as a possible complication. Based on the information provided, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 58 units released for distribution in january 2021. Note, the date of event is considered to be a best estimate as (B)(6) 2022 based on the information provided. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during ventral hernia repair on (B)(6) 2022, a phasix st w/ echo 2 was used. It was reported that 5 weeks post implant the patient presented with a fistula and drainage. As reported surgeon ¿does not know if fistula is connected to the mesh but we know the mesh didn¿t cause the fistula.¿ as reported, drainage of the fistula is not coming from the insertion site and there was no surgical intervention scheduled or performed at this time.